Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 596 mg/dl. The customer had been vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that her health care professional wanted the insulin pump inspected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.